Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, involving access 2 immunoassay system. The customer stated quality control showed imprecision. Subsequent testing on an alternate unit produced results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse noted troponin I control was high for the low control. The fse replaced parts on the unit. The fse performed the alignment procedure with passing results. The fse performed a 62-replicate test of patient samples; results were negative and very low to check precision. The fse calibrated the unit and performed quality control (qc) within passing specification. The fse verified repairs per established procedures; test results conformed to the manufactuer's published performance specifications.